Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown, unknown shell, lot# unknown. Item# unknown, unknown liner, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was confirmed through review of xrays which indicated left hip dislocated superiorly. Also noted, was steep and shallow positioning of the acetabular cup (approximately 70 degree inclination angle) likely contributing to superior dislocation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03778, 0001822565-2018-03780.

Event description:
It was reported that patient underwent original total hip arthroplasty. Subsequently, patient underwent revision due to dislocation on an unknown date. Attempts were made to obtain additional information; however, none was available.